Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by olympus medical systems india private limited (omsi), omsi is conducting reprocessing training for the user facility if it detects foreign material on the forceps elevator of the device during the evaluation. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. At the user facility, events similar to the reported event have occurred multiple times in the past. The exact cause of the reported event could not be conclusively determined. However, based on device evaluation results and past similar cases, the reported event may have been caused by the following handling: -there was insufficient reprocessing around the forceps elevator performed by the user after the procedure. -since the user did not perform reprocessing immediately after the procedure, the foreign material adhering to the forceps elevator dried and stuck. The instruction manual states the brushing method around the forceps elevator and instrument channel outlet. In addition, since the instruction manual states that the endoscope should be cleaned immediately after each procedure, the reported event can be prevented. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The watertightness was lost due to perforation of the bending section rubber. The objective lens, adhesive on the bending section rubber, bending section rubber, suction connector cover, and remote switch were scratched. There was a cut in the insertion tube and it was wrinkled. The coating on the insertion tube was peeled off. The grip unit was sticky. The up/down angulation control knob, right/left angulation control knob, suction cylinder, universal cord, light guide cover glass, and suction connector were dirty. The air/water cylinder was dented. Due to wear of the angle wire, the right and left angulations did not meet the reference values. Due to the wear of the angle wire, the play of the angulation control knob was out of the standard value. The distal end cap was dented. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that foreign material was adhered to the forceps elevator. There was no report of patient injury associated with the event.